Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable infusion pump. The pump¿s indication for use was spinal pain. The patient reported that he had 2 catheter revisions. Additional information received from the hcp on 2016-04-26 indicated that they had been caring for the patient since implant and that he had only 3 surgeries involving this manufacturer¿s products: the initial implant in 2012, a catheter revision on (B)(6) 2015, and a new system implant on (B)(6) 2016. The revision in (B)(6) 2015 was due to the patient¿s complaints of the system not working; during the surgery, the pump was moved to the other side of the patient¿s body and the catheter was revised. The hcp stated that the patient continued to have issues and the pump was replaced on (B)(6) 2016. The hcp did not find another surgery or catheter issue in the patient¿s record. An event date wasn¿t provided. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.